Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit due to blood glucose (bg) level displayed as ¿high¿; however, a specific value was not provided and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2024 with no permanent damage. Additionally, it was reported that the pump indicated a data log corruption. System check with tandem technical support (cts) confirmed that the pump and related supplies were operating as intended. Multiple attempts were made by cts to follow-up with the customer on the reported issue, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.